Event description:
The customer had been getting normal control results that were out of range. The range is 88-118mg/dl. Ther customer had been getting rtesults of 198mg/dl, 18mg/dl, and 53,g/dl. The customer did not allege any adverse events due to higher readings. The strips will be sent in for evaluation and replacement strips will be sent.